Event description:
Information was received indicating that the upstream occlusion sensor of a smiths medical cadd solis vip pump was torn. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection was performed. Torn and worn out upstream sensor seals due to normal wear was noted. The seal was replaced to resolve the issue.

Event description:
Additional information was received indicating that there was no patient involved.